Event description:
Additional information indicates that all leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6151568. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6151568.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed fracture of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead fractured.